Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patent reported via manufacture representative that they experienced 3 shocking sensations near the railway.